Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk, this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -9.00/1.5/082 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.